Event description:
It is reported that during a tha surgery, the surgeon found c-ring dissociating from this device. The c-ring was retrieved from the wound site.

Manufacturer narrative:
This report will be amended when our investigation is complete.